Event description:
It is reported by the head physician to our sales rep, that an axsos plate broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. Due to the breakage the returned device is not functional anymore. Because of the breakage a measurement of the dimensions was not possible. The axsos plate is fractured in the sixth shaft hole. The surface of the whole plate shows several scratches and deformations most probably caused during implantation and/or explanation. Please note that some surface damages like cracks made during implantation may lead to a breakage of the device during healing period. The plate looks bent. With a detailed view on the fracture surfaces of the fragments secondary wear signs are visible. The visual examination shows a typical fatigue breakage site. Op report and x-rays were provided to the clinical expert. He stated: the submitted x-rays show an unstable comminuted distal periprosthetic femoral fracture. Besides intramedullary nailing, internal fixation with an axsos distal femur plate (or with a similar anatomically pre-shaped locking plate made by competitors of stryker) is state of the art in such distal femoral fractures, particularly in cases with extension near to the knee joint. Therefore, the indication and the surgical procedure have to be estimated as absolutely correct. But, the postoperative x-rays clearly show an extended comminuted area with insufficient bone support especially at the medial side which indicates a deficient medial pillar. This implies an absolutely poor constellation for the inserted lateral plate because nearly all forces and bending moments are transmitted by the plate without any sufficient support by the bone itself. Due to material fatigue, in general a plate osteosynthesis is temporary to achieve bone healing. In the time of bone healing a stringent partial weight bearing has to be ordered to the patient until adequate bone consolidation is observed in the follow up x-rays. It is absolutely normal and well known to an expert user that in the case of a deficient medial pillar a plate is not suitable to stabilize a bone for a longer time and will break by all means in the case of long term overloading. There is no specific information on the postoperative weight bearing, but, the early breakage of the plate 4 months after insertion indicates a significant overloading. Final conclusion, the given case clearly presents a typical fatigue breakage of an osteosynthesis plate due to overloading in an unstable fracture constellation. Based on the investigation results, this case could be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It is reported by the head physician to our sales rep, that an axsos plate broke.